Manufacturer narrative:
Initial reporter name and occupation not available on the date of filing. No device/components have been received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that half of the staff cart monitor was flickering. The site bypassed the video splitter and the issue persisted. The site stated the surgeon monitor was having no issues. There was no patient present.

Manufacturer narrative:
Initial reporter name and occupation received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning normally. The system then passed the system checkout and was found to be fully functional. The lcd staff (B)(4) 15.4in 1440 x 900c was returned for analysis. Analysis found that the returned monitor had a band on the left side of the display and was flickering. The failure mechanism was determined to be due to lcd monitor malfunction. The cable (B)(4) staff lcd was returned for analysis. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. No problem found. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Fdm, fdr, and fdc pertain to the lcd staff (B)(4) 15.4in 1440 x 900c. Fdm, fdr, and fdc pertain to the cable (B)(4) staff lcd. If information is provided in the future, a supplemental report will be issued.